Event description:
It was reported that the device had an air in line. The product fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: product received date 10/4/2024. H3: one device was returned for analysis. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the air detector. As a result, the air detector was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.